Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that past episodes of noise were observed on the atrial lead through stored data. The lead was left in place and the patient would continue to be monitored. The patient reported no adverse symptoms.